Event description:
Report received from the USA stating that the device had a "tear in the hose/cord near the end closest to the counsel". The reporter could not clarify if the tear is "through just the hose (outer layer) or if it was deeper tear to the cord which is the layer under the hose". The alleged malfunction was discovered during routine inspection. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was tested and the reported condition was duplicated. Evidence indicates this is due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.